Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
One of our patients reports that he often has clogged needles. He uses lantus and novorapid and first injects 2 units through the needle to see if it comes through and notices that with a lot of needles no insulin comes through the needle. Is this something you've heard before? Do you have any tips to prevent this. He says that he always turns the needles on the pins properly. Best regards.